Event description:
It was reported that the customer was having skin irritation with their glucose sensor and a no delivery alarm with their insulin pump. At one point the customer's blood glucose level was reported at 444 mg/dl due to the no delivery alarm on their insulin pump. After trouble shooting, the customer appropriately reset the insulin pump to avoid future no delivery alarms. The customer also was trained on how to prevent skin irritation. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.